Manufacturer narrative:
Evaluation of the first returned pod packing coil (packing coil) confirmed the embolization coil was detached from the pusher assembly. Evaluation revealed offset coil winds throughout the length of the embolization coil. If the packing coil is manipulated against resistance, damage such as offset coil winds may occur. The pusher assembly was not returned for evaluation; therefore, the root cause of the unintentional embolization coil detachment could not be determined. Penumbra devices are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a lantern delivery microcatheter (lantern), pod packing coils (packing coil) and a non-penumbra sheath. It should be noted that the patient¿s anatomy was mildly tortuous and mildly calcified. During the procedure, when advancing the first packing coil in the lantern, the physician experienced resistance at the distal end of the lantern and was unable to advance it any further. Therefore, the physician decided to remove the packing coil. While retracting the packing coil, it unintentionally detached at the mid-shaft of the lantern. Therefore, the lantern containing the detached packing coil was removed from the patient and the packing coil was flushed out of the lantern. The physician then attempted to advance another packing coil through the lantern; however, resistance was encountered, and the packing coil became stuck at the distal end of the lantern. Therefore, the physician decided to remove the packing coil. While retracting the packing coil, it unintentionally detached within the lantern. Therefore, the lantern containing the detached packing coil was removed. The procedure was completed using four additional packing coils, and a non-penumbra microcatheter. There was no report of an adverse effect to the patient.